Event description:
The physician attempted to implant a 3.0 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the mid cx. The target lesion exhibited moderate calcification and moderate tortuosity. The lesion was pre-dilated four times using a 2.0 x 8 mm balloon up to 12 atm's. Resistance was encountered advancing the device to the target lesion and force was used in an effort to advance the device. However it could not reach the target lesion and was removed from the patient. Stent struts were observed to be damaged on removal. The device had been inspected and prepared prior to use with no abnormalities noted. The target lesion was treated using a shorter stent. Patient status post procedure was reported as asymptomatic and no clinical sequelae were reported. Evaluation summary: the device involved was returned to the manufacturing facility for evaluation. The distal tip was flared. A number of struts on the 11th and 25th proximal stent segments were raised and deformed.

Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent). Failure to follow instructions (force used in an attempt to advance the stent). Patient's condition affected effectiveness of device (moderately tortuous and calcified lesion). Conclusions: device failure/lack of effectiveness related to patient condition (moderately tortuous and calcified lesion). User error contributed to event (force used in an attempt to advance the stent). (B)(4).